Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4), has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd insulin syringe experienced an outer cover that would not attach/detach during use. The following information was provided by the initial reporter: material no.: unknown. Batch/lot: unknown. Customer text: pharmacy leadership reached out to me with some feedback on the new safety insulin syringes. I received feedback concerning the new insulin syringes. The main problem is that the needle caps require a lot of pressure to put back on. We are having problems bending needles while trying to recap syringes. The other issue is the needle cap may fall off contaminating the needle because it was not properly secured before sending to the nursing unit. This problem could also cause increased needle sticks.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to an unknown lot number for does not attach/detach & needle bending during use.

Event description:
It was reported that the unspecified bd insulin syringe experienced an outer cover that would not attach/detach during use. The following information was provided by the initial reporter: material no.: unknown. Batch/lot: unknown. Customer text: pharmacy leadership reached out to me with some feedback on the new safety insulin syringes. I received feedback concerning the new insulin syringes. The main problem is that the needle caps require a lot of pressure to put back on. We are having problems bending needles while trying to recap syringes. The other issue is the needle cap may fall off contaminating the needle because it was not properly secured before sending to the nursing unit. This problem could also cause increased needle sticks.